Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, while preparing for the procedure, the array was extended and retracted. When extended, the array tines were found to be uneven. No other issues were visible. The procedure was completed with another leveen needle electrode.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)